Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 30 mmol/l. Customer's other blood glucose value was 10.2 mmol/l. Customer stated that the reservoir was empty and also insulin pump did not alarm. Customer tested low and high volume and sound was there. Customer was performed self test and displacement verification test ant it was successfully completed. Customer stated that they did not hear the alarm. The device will not be returned for analysis.